Event description:
The customer reported to olympus the video system during installation experienced an e-226 error and there was no image on the monitor with 190 scopes. There were no reports of patient harm or impact associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's reported issue was able to be confirmed. In addition, the following defects were found during full inspection: error e243 occurred and unable to switch focus (vcm) due to defective receptacle harness. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, the phenomenon was attributed to the receptacle harness u1 was disconnected. However, we could not identify the reason for the harness breakage. The returned receptor harness u1 was assembled into cv-1500 of asset to connect the scope, which reproduced the blackout of e226, e246 and endoscopic images. Olympus confirmed that some lines of the receptacle harness u1 were not conducting. The receptor harness u1 was visually checked, but no abnormal appearances could be identified. The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.